Event description:
Pre bypass air noted in line. Source was arterial filter. Lines at manufacture connection were not glued as per spec. Filter removed and new one inserted into line primed and de-aired prior to bypass.